Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The patient presented with chest pain. Vascular access was obtained via the left radial artery. The 80% stenosed, 2.5x15mm, eccentric, de novo target lesion was located in a moderately tortuous and severely calcified coronary artery. Following stent implantation, a 2.00mm x 15mm nc emerge balloon catheter was advanced for post-dilation but encountered significant resistance. During inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and patient status was stable.